Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Lot 0h01380 was manufactured on 8/18/2020 with a total of (B)(4) market units. On 14/jun/2021, a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom. No issues related to the defect were found in the documentation. In addition, the batch record of bulk lots were reviewed and no issues were found; no issues regarding the failure mode reported was found in the documentation. Batch record review supports that no issues regarding the failure mode reported were identified. On 14/jun/2021 a complaint search for lot 0h01380 and malfunction code ost-pmc1.5 / ost-pmc01.05 skin barrier does not mold around stoma (e.g. Too stiff, too dry, tears /crumbles when molding) at point of application was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 4 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that the mass was thick which made it difficult to mold the opening to fit. He felt that the mass was dry and the release paper covering the mass was not adhering to the mass so he was unsure if this might be contributing to his issues. A total of 5 out of 2 boxes of 10 wafers, having the same lot number have been reported by the end user. He said 4 were from 1 box and 1 was from the other box. Additionally, he used 1 of the 4 of these wafers from one box. There was no physical harm reported. No photo is available at this time.